Event description:
The customer stated that he was "very concerned" that the pdm wasn't working correctly. He reported that bg readings from the pdm differed greatly from bg readings from his back-up meter (467 mg/dl versus 132 mg/dl, respectively). A control solution test was performed on both meters and results were within range. The pdm will be returned for eval.

Manufacturer narrative:
The investigation results of the returned pdm found evidence of debris (a piece of hair running under and around sensors) within the bg meter port. This had the potential to affect the functionality of the meter, possibly resulting in erroneous bg readings. The presence of debris in the bg meter port is the result of user negligence in properly caring for pdm and is in no way reflective of any manufacturing or product related issue. It should be noted that the hair was removed and the bg meter was re-tested - no evidence was found of any malfunctions or product condition that could have caused or contributed to erroneous bg readings. All test readings were found to be within the specified tolerance limit. The reported discrepant bg readings are considered to have been caused by the presence of debris within the bg meter and not by any manufacturing or product related issue.